Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: there was "blood coming out of the inside of the vacuum collection adapter which occurred more than once at the end of tube collection."

Manufacturer narrative:
H6: investigation summary : bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode of leakage with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage, difficult to operate, insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Since no abnormalities were found from the investigation and no actual sample was returned, it was unable to specify the cause of the reported event. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: there was "blood coming out of the inside of the vacuum collection adapter which occurred more than once at the end of tube collection."